Event description:
It was reported by the field service representative (fsr) that the pump had battery issues. Limited information was received for this complaint. If additional information is received at a later date, the complaint file will be updated accordingly.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the field service representative (fsr) that the pump had battery issues. Limited information was received for this complaint. If additional information is received at a later date, the complaint file will be updated accordingly.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of battery replaced is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of autocat2 series (ac2) at this account with one relevant finding. A nonconformance is relevant and corresponds to a similar issue as the complaint. All nonconforming devices were scrapped. All released product passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.